Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed to load a new cartridge to resolve the issue.